Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18 atms on the initial inflation. The 90% stenotic lesion was located in the calcified distal left circumflex (lcx) coronary artery. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The manufacturing records for top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.